Event description:
On (B)(6) 2012, the sales representative contacted lifescan from (B)(6) alleging an unusual issue with the one touch verio iq meter. It was noted that the problem was detected in "my history/results log." The sales representative indicated in that section a result was detected as "too low", but was logged as "high." The sales representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the sales representative t claimed the meter had an unusual issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. (Serial #) information was not provided.